Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. A trunk-ipsilateral leg component was implanted. The physician was having difficulty cannulating the gate so a snare wire was used. The snare wire became caught on the contralateral side, and as the physician was pulling the snare wire back, the wire pulled the device into the aneurysm sac. The pt was converted to open repair and a bifurcated tube graft was implanted. The pt tolerated the procedure.

Manufacturer narrative:
Methods: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.